Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The audio level was sounding at 5 but the audio was only set to 3. The customer also reported a hardware low level failure alarm. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. They were able to clear the alarm. However, they performed another self-test and the alarm reoccurred. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error was present in the pump trace download due to broken trace on keypad assembly. No alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement noted during testing. Unit received with moisture damage on motor assembly. Device received with corroded force sensor assembly.